Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump and was pulling air out of the cartridge with an empty syringe. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer on the proper loading process. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.